Event description:
Evidence of fire was observed on the architect c16000 analyzer during planned maintenance. There were no injuries reported. Several parts were damaged: card cage was discolored but not burned (not as green as it should have been, it could have been a water mark). The other 2 parts were discolored as a result of a short or arc-ing, but no fire.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction occurred for the following parts: indexer board (part number 7-204347-01), cpu board (part number 7-204164-01), and the rsh card cage (list number 02j47-75) upon first use. The issue was resolved through normal troubleshooting procedures and replacing the parts resolved the issue. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).